Event description:
It was reported that pump did not register correct amount of insulin in cartridge during renewal process. No information was provided regarding impact to customer¿s blood glucose level. Customer declined follow-up call, and details were documented based on information provided, with no further actions taken by technical support.